Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, a patient was treated with a gore® viabahn® endoprosthesis to exclude an aneurysm in the popliteal artery. It was reported to gore that the implanted gore® viabahn® endoprosthesis moved proximal a year after implantation. This resulted in a type 1b endoleak. Subsequently a new gore® viabahn® endoprosthesis was implanted to resolve the type 1b endoleak and to exclude the aneurysm. The procedure was completed as planned and the patient did not experience any adverse consequences.